Event description:
Reporter alleged, he was unable to obtain a blood glucose result with the advantage system, due to the system generating an error message and afterwards passed out. Reporter stated, he was experiencing hypoglycemic symptoms of being "dizzy and fell down" before attempting to test with the system. Reporter indicated a relative called the emergency medical technicians (emts) where their meter measured 65 mg/dl and emts treated him with a glucose injection before transporting him to the hospital. It was stated the reporter was treated with insulin at the hospital as a result of the emt glucose injection and hospitalized overnight. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.